Manufacturer narrative:
Device returned from pathologist, (B)(6). Patient (B)(6) age 35. Pathologist stated death was unrelated to device.

Event description:
Reported in medtronic database: patient death unrelated to device was reported, no additional details surrounding cause of death. Date of explant: on (B)(6) 2022. Date of death: on (B)(6) 2022. Testing of returned device revealed that the ipg battery was dead. Unable to obtain any other information. No reason to suspect that patient death was related to device.